Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have been returned to omsc. Omsc checked the subject device and found that the reported phenomenon was duplicated due to the led element mounted on the front panel. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the reported phenomenon was attributed to the failure of the led element mounted on the front panel. The exact cause of the failure of the circuit board could not be conclusively determined. However, there was the possibility that since there is no abnormality in the appearance, it is considered to be an accidental failure of the element. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic surgery, the segment in the middle of the second digit of the volume indicator of the subject device was not displayed. Therefore, it could not be possible to distinguish between "8" and "0". The user completed the procedure with the subject device. There was no report of patient injury associated with the event.